Event description:
Defective pain pump became lodged in breast. Upon removal, catheter incision site tore and bled causing subsequent and serious bacterial infection.

Event description:
Add'l info rec'd from MFR 8/03/2004: when the complaint was first reported, MFR was informed that the pt developed an infection along the catheter insertion area. The area was described as tender and red. The pt was given 5 different types of antibiotics over a 10-day period without response. There was no drainage present to culture. The device includes two catheters; during removal, one catheter offered resistance, while the other was removed without problem. Initially a piece of the catheter was thought to have broken inside the breast. However, there was no visual confirmation of this during a CT scan or ultrasound. Furthermore, when the pt was returned to surgery in 2004, the surgeon found no catheter fragment. It was subsequently determined that the pt had an infection from mycobacterium fortuitum. According to the cosmetic case report attached "m.fortuitum has previously been reported to cause infection following augmentation mammaplasty." Based on this evidence, MFR does not have reason to believe the infection was caused by a malfunction or failure of the device.